Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A review of the device service history records was attempted but could not be completed because the subject device is a lot-controlled item. The date of manufacture is oct 25, 2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection, it was discovered that three reduction forceps with points ratchets (174mm) were worn down and that the ratchets would no longer hold. There was no patient or surgical involvement. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: a service and repair evaluation was performed for the subject device. The customer reported reduction forceps (subject device) no longer hold. The repair technician reported ¿worn-out¿ parts as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit for additional evaluation. The evaluation was confirmed. A product development investigation was performed for the subject device. The subject device was received visually inspected and functional testing was performed. The subject device is worn down and the ratchet no longer holds due to a loose locking mechanism. The reduction forceps is used in various trauma plating systems for reducing fractures per the technique guide. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. The complaint condition was confirmed. A definitive root cause was unable to be determined however this complaint condition is typically associated with the application of excessive force/wear and tear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.